Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During g3 long nail surgery, the surgeon did the drill of the distal screw hole of the nail. However, the drill bit contacted the nail. And the drill bit was broken. The surgeon could not remove the tip of broken drill from the patient bone. The surgeon was inserted the screw one distal screw hole only.

Manufacturer narrative:
Evaluation revealed the drill to be the subject product. The also returned distal targeting device as well as adjusting devices gamma3 did not contribute to the reported event and are classified as concomitant products. Review of the device history records revealed no discrepancies. The item was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The drilling spiral of the drill returned is completely sheared off at the level of approx. 8 mm from the tip. Appearance of the breakage surface, the course of the (transverse) breakage line and the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, utmost likely contributed by bending stresses. Referring to the statement in the event description ¿¿the drill bit contacted the nail. And the drill bit was broken.¿ the breakage is most likely caused by contact with a hard / metal object (which is supported by significant dents in the area of the cutting edges), contributed by drilling under misalignment [7-8]. In addition, appearance of damage suggests that high load must have been applied to the device. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. Based on the above findings we come to the conclusion that the reported event is not device but related to a use error. No non-conformity was identified.

Event description:
During g3 long nail surgery, the surgeon did the drill of the distal screw hole of the nail. However, the drill bit contacted the nail. And the drill bit was broken. The surgeon could not remove the tip of broken drill from the patient bone. The surgeon was inserted the screw one distal screw hole only.